Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of the session records revealed possible myopotential oversensing. Programming changes were recommended. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was fine.